Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o-ring inside lip of reservoir compartment was missing. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was reported that the fluid was present in the reservoir compartment. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. Did not note any exposure to moisture on the boards or motor assembly inside the device. The retainer ring is solidly attached to the reservoir tube lip.